Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there was an implantable pulse generator (ipg) setscrew problem. The physician was unable to screw in and fixate the pacing lead to the header. The ipg was replaced and the issue was resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.